Manufacturer narrative:
The biomedical engineer (bme) stated that the alternating current (ac) power cord was not replaced, it was only part of the troubleshooting steps. In a gfe response from the bme received it was confirmed that the replacement power supply and 4th generation pm pcba were received and installed in the device. The issue was confirmed to have resolved, and the device was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the alternating current (ac) power cord was not working. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The biomedical engineer (bme) found that the device was running on backup battery due to the ac power cord not working. This investigation is ongoing.

Manufacturer narrative:
The customer spoke with a remote service engineer (rse) and communicated that there was no voltage at the j1 connector orange/brown wires. The rse advised the customer to replace the power supply and power management (pm) printed circuit board assembly (pcba). The rse provided the customer with the part information. A 1st generation power supply and 4th generation pm pcba were ordered in a material only part order. In a good faith effort (gfe) response from the customer it was stated that the device issue was found outside of clinical use. The device was in the storeroom of the customer site when the issue was found. The customer also tried to use a different outlet, and the issue continued. The investigation is ongoing.